Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in march 2010 and that it failed a weekly self-test on 4th april 2010 because of a low battery. The data obtained from the device shows that after this fail, there was no further data recorded until 1st june 2010, which indicates that the pad-pak may have been removed from the device. The device performed to spec from june 2010 up to (B)(4) 2012. The info obtained from the device showed the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring on (B)(4) 2012 and continued up to (B)(4) 2012. Investigation confirmed there to be a fault with the device membrane. This fault caused the device to switch on automatically. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.